Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during the implant procedure, the low-voltage pacing lead showed a high threshold value and high impedance meas urements. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.